Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead - 2012 (B)(6); (B)(4) implantable pacing lead - 2011 (B)(6); 5873w implantable adaptor - 2011 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in thresholds the day after implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.